Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalogue number unknown at this time. Device description reported as unknown accolade hip.

Manufacturer narrative:
An event regarding revision involving an unknown accolade hip was reported. The event was not confirmed. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Device not located.

Event description:
Accolade right hip revision.

Event description:
Accolade right hip revision.